Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer stated that she experienced low readings for about a week. The customer's blood glucose was in the 40s mg/dl range. The customer had a snack and it went up to 88 mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer also had readings over 300 mg/dl. The customer checked her ketones and they were negative. The customer performed the displacement test and there was no reservoir. The customer was advised to monitor the pump and blood glucose.